Manufacturer narrative:
(B)(4).

Event description:
It was reported the junction between the arrow raulerson syringe (ars) and introducer needle loosened easily. No patient harm reported. A new device was used. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and one relevant finding was identified. A non-conformance was opened for batch: 71p21g0463 for the issue of syringe/needle connection not secure in. Without the sample returned, it cannot be confirmed if the failure mode of this complaint is related to the non-conformance identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the junction between the arrow raulerson syringe (ars) and introducer needle loosened easily. No patient harm reported. A new device was used. The patient's condition is reported as fine.